Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient experienced loss of consciousness. It was unknown what the cgm device was displaying at that moment. An ambulance was called by the father of the patient and the patient was brought to the hospital. No blood glucose readings were reported from the event, but the patient was diagnosed with diabetic ketoacidosis, and was admitted into the ICU. The patient regained consciousness while being in the ICU and did not recall what happened. The patient was unaware if an alert had sounded from the dexcom device during the event. The patient was unable to confirm any treatment given. At the time of the report the patient was still at the ICU currently with no definite discharge date yet. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated she was doing a bit better, but it was understood they were still recovering. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.